Manufacturer narrative:
Concomitant products: product ID 3888-45, lot # v305665, implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3888-45, lot # v305665, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported the patient's body rejected the device. The patient had fevers and the whole system was explanted. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.